Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the use of the device for a non-clinical activity, the battery cannot be charged, full backup may not be available. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's technical support specialist, the daughter board had a hardware issue that triggered the error message. A new daughter board was installed.

Manufacturer narrative:
The reported issue was confirmed. Per technical support specialist (tss), with the replaced daughter board unit operated to the manufacturers specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.